Event description:
It was reported that the cot legs did not lock when the cot was pulled out of the ambulance and the cot dropped. The patient suffered a fractured femur. It was also reported that the patient has pagets disease.

Manufacturer narrative:
It was reported that the patient suffers from paget's disease which may have contributed to the severity of the injury. It was reported that the customer did not want the device inspected. The customer was not able to provide further information on if there were any defects found with the device. Device not available.

Event description:
It was reported that the cot legs did not lock when the cot was pulled out of the ambulance and the cot tipped. The patient suffered a fractured femur. It was also reported that the patient has pagets disease.